Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was coming out of the incision site. It was further reported that the patient experienced pain and irritation at the implant site and also had severe pain post-procedure. The patient was treated with narcotics and the device location was revised. The icm remains in use. No further patient complications have been reported as a result of this event.